Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of a mitek fms duo pump for fluid management, there were some swelling issues for the patient. It appears that the pressure on the pump fluctuated; when the "lavage" button was actuated the pressure increased 50% but did not return to the default setting. This happened throughout the procedure resulting in too much fluid being pumped into the shoulder. There was extravasation and possibly some intervention needed (massage or an extra portal, it is not yet defined). This is all of the information made available to mitek at this time as the surgeon is on holiday, reach outs for further information and clarity will go out the week of (B)(6) 2012 when the surgeon returns to routine.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return of complaint device.